Manufacturer narrative:
Qn#(B)(4). Additional information: the rupture occurred inside the abdomen in a completely unexpected way, while reopening the forceps that supported the gallbladder, the branch broke. It was noticed by extracting the instrument. The fragment was found and was extracted whole. The returned device was received by the quality department. The device was in a plastic bag with outer "disinfection tag". Part was found to have the jaws bent backwards towards the handle of the device, with one broken off. All other parts were intact. No manufacturing flaws were observed. The DHR was reviewed by qa. All operations and documentation were completed and acceptable. The device was manufactured on september 16, 2020. The root cause of the damaged device is undetermined. It is likely the device was damaged due to excessive force or incorrectly arming the device before inserting or guiding through the body. It is possible that the user did not fully arm the device and attempted to insert the device with the jaws exposed (not safely behind the needle point). The damage is consistent with a device that is not fully armed. An "instruction for use" {IFU) is placed in each minigrip device sales unit per the teleflex specifications. This is a requirement listed on the minigrip device sales unit. Placement of the IFU in each sales unit is mandatory. Root cause is unknown and no corrective actions are necessary at this time.

Event description:
It was reported that the jaw broke during use. There was no reported injury.

Event description:
It was reported that the jaw broke during use. There was no reported injury.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.